Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' smother reported via phone call that she was trying to set up a temp basal but it looks different than normal and not going to the right thing. Customer got dehydrated and was throwing up. Customer had high blood glucose levels and has been in the hospital since christmas eve. Caller was able to set up the temp basal and declined to give information on the hospitalization.